Event description:
Customer reported that the system stopped without an error message during an exam and could not be powered up again. If this happened during a critical moment in a procedure it might lead to a serious injury for the pt if it were to recur.

Manufacturer narrative:
(Conclusions) - the customer reported system malfunction where system stopped without an error message during an exam and could not be powered up again. Fse dispatched on site. Problem solved by replacing a fuse on power circuit board. Exact root cause unk. Replacement of the fuse on the power board which might have contributed or caused the reported problem and which therefore are suspect has solved the problem. None of the components have exceptional or increased failure rates. It cannot be prevented that system components become defective. Failure rates and reliability of components are monitored. Therefore, risk to pt remains acceptable. (B)(4).